Manufacturer narrative:
Product analysis: the product specimen has not been returned for analysis. Conclusion: a device history record review is not required as the event description does not indicate a potential manufacturing issue. Since the valve had been implanted for over 15 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. From the information received the valve remains implanted. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 9 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a medtronic transcatheter valve due to severe aortic regurgitation. No other adverse patient effects were reported.